Event description:
A report was received that the patient was having frequent ipg charging and remote control (rc) had difficulty communicating to the ipg. It was also reported that the battery would heat up after a few hours of charging. Database analysis revealed no anomalies. It was also reported that the patient had fallen on the ipg. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having frequent ipg charging and remote control (rc) had difficulty communicating to the ipg. It was also reported that the battery would heat up after a few hours of charging. Database analysis revealed no anomalies. It was also reported that the patient had fallen on the ipg. The patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging the ipg was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The specific reason for the low charging current was unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket where the charger-ipg alignment was not optimal. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The battery is depleting its charge at a rate of 12 mvdc per day with the stimulation turned off, which is within the typical ipg battery was depleting. The complaint of the ipg getting warm during charging was not confirmed. The charge profile indicated that the maximum temperature during the charge cycles in the patient¿s body is 41.34 °c. The complaint of difficulty communicating with the ipg was not confirmed. Device passed the communication test without any anomalies.